Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that explant of this right atrial (ra) lead was attempted due to system infection. Upon trying to remove the lead with laser extraction it broke in the proximity of the superior vena cav and the electrode tip had turned causing the helix to affix to the tissue and remain within the patient; only the proximal portion could be removed. No additional adverse patient effects were reported. This lead is no longer in service.